Event description:
It was reported that the patient's system was explanted and replaced with a drg system for an unknown reason. Further information is unavailable.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Date of event is estimated.

Event description:
Related manufacturer report numbers 3006705815-2022-14732, 3006705815-2022-14733. Additional information revealed that the system was explanted due to ineffective therapy. Due to this, there is no allegations against the ipg.

Manufacturer narrative:
The system was explanted due to ineffective stimulation, therefore the ipg is no longer reportable, no allegations against ipg.